Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's battery has been dead for more than 2 years and was over discharged due to patient non-compliance. The patient stated that it worked fine before it died. Unknown if a physician mode restart was performed, and met the patient on the day of surgery. Also, during impedance check, it was discovered that only electrodes 0, 1, 2, 4, 6, 8, and 9 were within normal impedance range. Leads were removed, cleaned off and re-set into the battery with the same result. The manufacturer representative was able to reprogram around the out of range electrodes. The issue was resolved at the time of the report.